Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - ischemic heart disease.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient was having inaccuracies, and that the sunday before the event, the cgm reading was 400 mg/dl, which according to the reporter was ¿impossible because the patient really watches what he eats¿. No further information was reported from that time of the event. The day of the event patient was in the hospital because he suffered a mild heart attack, and when a fingerstick was taken, the cgm was reading 191 mg/dl and the blood glucose reading was 144 mg/dl. No further symptoms nor treatment were reported for the inaccuracy. It was not shown by any diagnostic tests that the heart attack was related to the inaccuracy. The spouse stated that the patient suffered a stroke back in (B)(6) 2024. No other details were documented, and multiple attempts to contact the reporter for more information were unsuccessful. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.